Event description:
Customer reported unexpected negative results when testing samples with capture-r ready screen 3 (crrs 3) on the echo. Repeat testing on manual capture also resulted negative.

Manufacturer narrative:
Review of results: crrs 3 lot r076. Screening cell 1 and 2 negative. Cell 3 1+ (kell pos) well image appears visually positive. Pos control 4+. Crrid lot 126. Cell 3 (r2r2) 3+ (kell pos) well image appears visually positive. Cell 8 (rr) ? (Kell pos) well image appears visually positive. Cell 14(r1r1) 1+ (kell pos) well image appears visually positive. Cells 1,2,4,5,6,7,9,10,11,12,13 all are negative. Pos and negative control are as expected. Crrid extend dp041. Cell 3 (r1r1) 2+ (kell pos) well image appears visually positive. Cell 7 (r1xr1) 2+ (kell pos) well image appears visually positive. Cell 11 (r2r2) 1+ (kell pos) well image appears visually positive. Cell 1,2,4,5,6,8,9,10,12,13,14 all are negative. Pos and negative control are as expected. Repeat testing: cr rs3 lot r076. Screening cell 1, 2 and 3 appear visually negative. Pos control 4+. Advised customer to test sample by tube method. The results were negative. Customer did not have enough sample for further investigate. Sample cannot be ruled out as a cause of inconsistent reactions. The crrs package insert states: negative reactions will be obtained if the test specimen contains antibodies present in concentrations to low to be detected by test methods employed.